Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump alarmed 110 ¿pic counts per cam error¿ during therapy in the general patient ward. The device was swapped out and there was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "110 pic cam error" was not reproduced. A review of the event history log revealed "system error 110 " message. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was undetermined however, evaluation determined to replace the motor sub-assembly. Should additional relevant information become available, a supplemental report will be submitted.